Manufacturer narrative:
Final analysis of the (tined lead) ((B)(4)) revealed there was no anomaly found. Final analysis of the (neurostimulator) ((B)(4)) revealed setscrew was backed out too far and was also cross-threaded.

Manufacturer narrative:
Concomitant product(s): product ID: 3889-33, lot# va0yafx, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare provider via a manufacturer representative reported that there was a defective battery during a procedure. The lead was hooked up to the battery and high impedances were seen. The lead was removed and reinserted with the same result. A new lead was opened and reinserted into the old battery and high impedances were still seen. The lead was removed from the battery, a new implantable neurostimulator (ins) was attached, and impedances were in the normal range. The issue was resolved. The patient status was noted to be no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.